Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed iegms showed signals on the atrial and right ventricular channels which had a small amplitude and frequency. The artifacts let to intermittent oversensing. The characteristics of the signals indicate noise from an external source. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 42 months, oversensing on the ventricular channel was reported.